Event description:
As reported, the end user was utilizing a .018" 60cm guidewire packaged with the navilyst medical PICC convenience kit. The nurse attempted to gain access to the brachial vein. When difficulty was encountered in advancing the guidewire through needle, the nurse attempted to pull the wire back through the needle, but the wire was stuck. The needle was able to be removed over the wire. The nurse attempted massage of the arm, but still was not able to remove the wire. After another team member was able to remove the wire, a doppler of the arm was ordered and confirmed that no portion of the wire had been left behind. The patient condition was noted as "stable." The used guidewire has been returned to navilyst medical. End user indicated that 2 similar events occurred several months ago but were not reported to navilyst medical. There were no patient injuries and no samples retained.

Manufacturer narrative:
The used guidewire has been returned to navilyst medical and was forwarded to our supplier, lake region mfg for eval and completion of a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).